Event description:
It was reported that the reservoir of a small volume folfusor ruptured. This occurred while the device was being filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and a ruptured bladder was noted. Microscopic inspection revealed markings on the exterior surface of the bladder near the rupture line. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.